Event description:
Patient presented to the physician with bleeding at the neck incision site, right-sided head, ear, and neck pain, and jaw tightness and swelling, causing difficulty eating. Imaging was performed, which revealed that the stimulation lead may have migrated superficially toward the skin at the neck, suggesting a potential infection. Physician prescribed antibiotics and ordered pain medication.